Event description:
Rn states... Ventilator started alarming and was reading "device alert, replace and service vent". Rn took patient off ventilator and bagged with an ambu bag. Respiratory replaced ventilator. Patient's spo2 while vent alarming was 77%. After ventilator replaced spo2 100%.